Event description:
During a routine follow-up, it was noticed that the patient was paced approximately at the max pacing rate (130 min-1). According to the physician, reprogramming the "smoothing" from ¿very slow¿ to ¿off¿ avoided this fast pacing. Therefore, he decided to leave it off. An analysis is requested. Preliminary analysis did not reveal any issue on the subject device.

Event description:
During a routine follow-up, it was noticed that the patient was paced approximately at the max pacing rate (130 min-1). According to the physician, reprogramming the "smoothing" from ¿very slow¿ to ¿off¿ avoided this fast pacing. Therefore, he decided to leave it off. An analysis is requested. Preliminary analysis did not reveal any issue on the subject device.